Event description:
Info received from a physician regarding a pt who received one injection of synvisc to the right knee on 03/17/2000 for treatment of osteoarthritis. On 03/18/2000 the pt complained of pain and swelling in the injected knee. On 03/20/2000 synovial fluid was aspirated from the knee and culture revealed strep veridians. On 03/23/2000 the pt underwent right knee arthroscopy, synovial biopsy, aspiration and drainage and partial lateral meniscectomy. The pt was treated with antibiotics and recovered.